Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient had a localized hematoma resulting in total system extraction. Additional information was obtained indicating that the patient fell out of the bed and hematoma was then noted. This right ventricular (rv) lead was explanted. No additional adverse patient effects were reported.